Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that decreased rv lead impedance with some rv oversensing was noted on this lead. The lead was explanted approx. 85 months after the implantation. The complete system was explanted and the patient received a new system on the right side.